Event description:
PICC line cath was placed in the left antecubital (42cm internal length and 13 cm exposed). X-ray taken immediatley following procedure which showed placement in the proximal superior vena cava. Subsequent x-rays indicate a wire in the chest cavity - not noted until x-ray on 10/11/99. Wire retrieved by heart cath.